Event description:
Device was deployed without difficulty. The placement was "fine tuned" by manipulation via suture tether. Placement was then optimal. The suture was cut; however, an attempt to remove was unsuccessful as the catheter kept pulling. The suture hung up on catheter. The proximal end of catheter kinked in renal pelvis and distal end pulled from bladder through tumor into ureter. The stent was finally removed, however, renal pelvis lacerated.